Manufacturer narrative:
The product was not returned for failure analysis/laboratory testing. It cannot be ruled out that the product may have possibly caused the event.

Event description:
This was a spontaneous report received from a male consumer reporting on himself. The consumer reported using one bengay moist heat therapy patch (no active ingredient) once on (B) (6) 2008, to treat muscle pain. After product use (date unspecified), his skin burned. As of (B) (6) 2008, the outcome of the event was unk. The case is serious (medically significant).